Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, d2, g3, g6, h2, h6. Have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of inability to advance through sheath was unable to be confirmed due to unavailability of the device or applicable imagery. It was reported that ''the minimum lumen diameter (mld) was approximately 5.0mm,'' which is below recommended dimensions (mld for 14f esheath+ greater than or equal to 5.5). In addition, follow up responses from the field stated that ''it seems that the sheath inserted at a steep angle (greater than 45 degrees from horizontal)''. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition, resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. As such, available information suggests that patient factors (undersized vessels) and/or procedural factors (steep insertion angle) likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japanese affiliate, during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 valve in the native aortic position, the commander delivery system (ds) became stuck in the 14fr esheath+ while advancing the system. It was noted that the esheath+ was inserted at a steep angle (greater than 45 degrees from horizontal). The whole system was removed, and a new kit prepped. The valve was successfully implanted using a 22fr dryseal sheath. Upon ds removal, angiography revealed a dissection and rupture between the right common iliac artery and common femoral artery, accompanied by hypotension. Hemostasis was achieved using three additional stent grafts, and the procedure was completed. Per report, the patient will be discharged within the week.